Event description:
The registered nurse (rn) contacted global technical services (gts) regarding a high drain 105/call pd nurse alarm, which indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. This meets increased intra-peritoneal volume (iipv) criteria and occurred on the homechoice pro (hcp) during use, during drain 5. The rn stated the caregiver (cg) stated she disconnected the home patient (hp) and the hcp alarm high drain 105. The rn asked what the high drain 105 alarm means. The technical service representative (tsr) explained the hp had a high drain in night cycle 5, and what could cause the alarm. The tsr asked the rn if the hp was performing tidal therapy. The rn stated yes and gave the tsr the hp's therapy settings. The total volume was set to 11000ml and the uf target was set to 0ml. The tsr explained that the target uf being set to 0ml was not a valid entry for the 10.4 smartcare software. The rn stated they were looking at the uf target for the last manual drain setting. The tsr explained the full drains setting to the registered nurse (rn). The tsr asked the rn the troubleshooting questions. The rn was not able to answer some questions because they were not by the cg and hcp. The tsr explained baxter recommends the hp use manual bags for tonight. The rn stated the hp did not have manual bags. The tsr explained how to clear the high drain 105/call pd nurse alarm to be able to get the set out. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with another registered nurse (rn) on (B)(4) 2012, regarding the reported alarm. The nurse stated she was aware of the event. She stated that the patient's primary nurse is out of town, but she stated that as far as she knew the patient had been doing fine since then. She stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device and concomitant medical product were returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was use error; the tidal total ultrafiltration removal was set too low. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.